Event description:
It was reported that this implantable cardioverter defibrillator (ICD) displayed a code 1005 indicative of an open circuit condition detected during shock delivery back in 2018. This patient was non-compliant with routine follow ups; therefore, the alert was detected during the most recent in office evaluation. Boston scientific technical services (ts) was consulted and upon review, it was noted this patient has received numerous other shocks since 2018. Out of range shock impedance measurements were observed. The patient was evaluated in clinic and reprogramming was performed. It was planned to perform a defibrillation threshold (dft) test and to provide this patient with a life vest, however, this patient did not show up to the procedure. A device changeout procedure has been scheduled. No adverse patient effects were reported. At this time, this device system remains in service.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) displayed a code 1005 indicative of an open circuit condition detected during shock delivery back in 2018. This patient was non-compliant with routine follow ups; therefore, the alert was detected during the most recent in office evaluation. Boston scientific technical services (ts) was consulted and upon review, it was noted this patient has received numerous other shocks since 2018. Out of range shock impedance measurements were observed. The patient was evaluated in clinic and reprogramming was performed. It was planned to perform a defibrillation threshold (dft) test and to provide this patient with a life vest, however, this patient did not show up to the procedure. A device changeout procedure has been scheduled. Additional information was received that a defibrillation threshold (dft) test was performed and out of range impedance measurements were obtained. The physician decided to perform a device changeout procedure and the ICD was explanted and replaced. This right ventricular (rv) lead was capped and surgically abandoned. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the proximal segment of thelead was performed. Testing was completed to assess lead electrical performance. Measurements throughout this test were within normal limits. Laboratory testing was unable to reproduce the reported clinical observations. Laboratory analysis did not identify any lead characteristics that would have caused or contributed to the reported clinical observations.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) displayed a code 1005 indicative of an open circuit condition detected during shock delivery back in 2018. This patient was non-compliant with routine follow ups; therefore, the alert was detected during the most recent in office evaluation. Boston scientific technical services (ts) was consulted and upon review, it was noted this patient has received numerous other shocks since 2018. Out of range shock impedance measurements were observed. The patient was evaluated in clinic and reprogramming was performed. It was planned to perform a defibrillation threshold (dft) test and to provide this patient with a life vest, however, this patient did not show up to the procedure. A device changeout procedure has been scheduled. Additional information was received that a defibrillation threshold (dft) test was performed and out of range impedance measurements were obtained. The physician decided to perform a device changeout procedure and this ICD was explanted and replaced. The right ventricular (rv) lead was capped and surgically abandoned. No additional adverse patient effects were reported. The proximal segment of this lead has been returned for analysis.